Manufacturer narrative:
Analysis of the ins ((B)(4)) found it to be functionally okay with insignificant anomalies. Analysis of the lead ((B)(4)) found the lead body cut through and segmented.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the system was providing therapy where the patient needed it to, but recently prior to the report the patient felt a light sensation that was at her elbow. It radiated up toward her shoulder, as if she hit her funny bone. The patient stated that since the procedure, it felt like the lead was tight, and she couldn't sleep on her side or reach behind her, as she could feel the lead pulling. She had pain from her elbow to the shoulder. The patient was seen and was asked to try turning the stimulator off to see if it changed. The patient had reprogramming on (B)(6) 2015 and had good therapy. The pulling sensation had not resolved. The patient wanted reprogramming again as she experienced a spasm like sensation when she moved her arm a certain way. It started a couple of days after the programming on (B)(6) 2015. The patient was unavailable until (B)(6) 2015, and would wait until then for reprogramming. The patient would also be seen in (B)(6) by the physician to assess the issues. The healthcare provider (hcp) later reported the devices were explanted on (B)(6) due to the lead "pulling" and spasm sensations. The patient recovered after the explant procedure. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.